Event description:
The nurse of a (B)(6) female patient called zoll customer support to report that the patient kept receiving check belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon evaluation the u1 microprocessors in ECG a and ECG d were defective. The root cause of the defective u1 components could not be positively identified. No adverse event resulted from the defective u1 components. The patient received a replacement electrode belt.